Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the non-boston scientific right atrial (ra) lead that was oversensed, resulting in inappropriate atrial tachy response (atr) episodes. The noise was caused by the minute ventilation (mv) sensor. The field representative reported that the mv sensor remained programmed on as the patient required rate responsive pacing and the noise was only observed on the ra lead. The device remains in service. No adverse patient effects were reported.